Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. On placement of the stapler in patient, the insufflation pressure was lost. The insufflation tubing was switched from the 12mm cannula through which the stapler was placed to a separate cannula. Once enough working space was created to visualize the stapler, the stapler was removed. The stapler was inspected to ensure the staple load was installed correctly. After adequate insufflation pressure was established, the stapler was reintroduced and immediately pressure was lost. Air and fluid was seen to be leaking from the joint between the staple cartridge and hand piece. After increasing flow on the insufflator from 5 liters per minute to 30 liters per minute, they were able to establish adequate working space. They noticed a small laceration in the serosa of a loop of small intestine that was adjacent to and shaped like a part of the stapler head. They withdrew the stapler and had it taken off the field which was not been fired. They inspected the small intestine multiple times through the remainder of the procedure. The laceration was only through the serosa and no suture or resection of bowel was required. New stapler handle and cartridge were used to complete the case. Patient is alive.